Event description:
It was reported that a patient experienced bacterial peritonitis manifested by cloudy effluent bag coincident with peritoneal dialysis (pd) therapy. The next day, the patient started treatment with vancomycin (dose, route, frequency, and duration not reported) and gentamicin (dose, route, frequency, and duration not reported) as a prophylaxis treatment for peritonitis. On the same day, treatment with vancomycin and gentamycin was stopped. The cause of the peritonitis event was unknown. Three days after the onset of peritonitis, the patient was hospitalized. Further treatment for the peritonitis event was not reported. Hospitalization was reported as ongoing. At the time of this report, the patient was recovering from peritonitis. On the day of hospitalization, dianeal therapy was discontinued due to the peritonitis event and hemodialysis was started. No additional information is available. This is report 4 of 4.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). The device was not returned; therefore, a device analysis could not be completed. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) h13j04064 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.